Manufacturer narrative:
The device was returned with the core wire detached from the catheter handle. Button #2 had been fully depressed and button #3 (for balloon retraction) was not retracted. Visual inspection of the returned device revealed that the balloon was detached from the polyimide shaft. The distal end of the polyimide shaft (proximal balloon bond area) was free of damage and the adhesive taper remained intact. Blood was observed in the inflation tube which indicated that the balloon may have been detached or there was a leak in the balloon when the user attempted to deflate the balloon. This condition could cause the balloon material to bunch or cluster at the distal end of the advancer tube and present resistance during retraction. The detached balloon was not returned with the device. A photograph of the detached balloon was submitted showing that the balloon was detached and the distal shaft was stripped away from the core wire. However, without the returned balloon for physical investigation, it is not possible to determine device patency. Based on the condition of the device and without the returned balloon, the root cause of the reported balloon failure to deflate could not be conclusively determined. The probable cause of the balloon and core wire detachment was excessive tension applied during the catheter removal. The review of the lhr (lot f1517006) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
The following information was reported: the device was prepped per protocol. The device was inserted into the patient and upon attempting to deflate the balloon it would not deflate. Another syringe was attached and pulled negative to attempt to deflate the balloon,however, that did not deflate the balloon either. The physician attempted to deflate the balloon with a needle through the tract. The device was removed and manual compression was applied for 20 minutes to obtain hemostasis. After looking at the device outside the body, it was found that the balloon was no longer on the device. He took a fluoroscopy and saw that the balloon was still in the tissue tract. A cut down was performed by the same vascular surgeon who performed the mynx procedure and the remnant was removed. Hemostasis was maintained throughout the event and no harm was done to the patient. Antibiotics were not given. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the user shuttled down completely. At prep, the black marker on the inflation indicator was fully exposed. The physician felt resistance on the device after inflating the balloon on the mynx vascular closure device and pulling back to the arteriotomy prior to pressing button #1 then #2. Procedure type: lower extremity intervention left femoral artery vessel size: 7mm sheath size: 6f.